Event description:
The complainant stated that the lift dropped 6-8 inches with a pt in the lift.

Manufacturer narrative:
The account stated that they could recreate the issue when running the lift either up or down with a 170 lb load. They tested the multirail, both right side up and upside down and found the lift strap was twisted around the drum allowing it to slip. The strap was fully extended and tested again with no jerk or bump in the lift. The lift was returned to service.